Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2019, product type: catheter. Product ID: 8703w, serial/lot #: (B)(4), ubd: 05-jan-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 960 mcg/day) via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. On (B)(6) 2019 it was reported that friday ((B)(6) 2018) the patient presented with a fever and some fluid accumulation near the pump site, so a radiolabeled indium dye study was done. Additional information was received from the healthcare provider via the company representative on (B)(6) 2019 who reported that the cause of the patient¿s fever and fluid accumulation near the pump site was holes in catheter. The catheter issue (holes) was found via the indium dye study and per the reporter they could not tell where from the study. The actions and interventions taken to resolve the issue was surgery and catheter changed. The surgery was done (B)(6) 2019. No further complications were reported or anticipated.